Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on compact air drive device seized, jammed, heavy moving and blocked in housing. It was further noted that the device failed pre-test for attachment coupling, attachment coupling with attachment, air leak, function of soft mode switch (safety system), untrue running, excessive noise, power with test bench and starting behavior. It was not reported if the event occured during surgery or if there was patient involvement. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.